Event description:
It was reported that the patient faced an event where they mentioned cellulitis which was treated with a 10- day antibiotic regimen. The device malfunction was not infusion set related as the patient rolled on the pump the pump was on top of his cannula on (b)(6) 2026.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a Corrective and Preventive Action (CAPA) 2356421 and Corrective and Preventive Action (CAPA) 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4) (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Additional information - This Medical Device Report (MDR)is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summary:Complaint Investigation Results: Review of complaint record database event description and all available information and assigned malfunction code it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation: Lot No. 6013851 was provided, however, as no product malfunction was alleged: No visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Clinical data from Phase 3 trials of foslevodopa-foscarbidopa therapy for Parkinson's disease show that patients may experience drug-related adverse events, primarily at the infusion site. These include erythema, pain, cellulitis, and oedema, with some cases requiring oral antibiotics. product. A sterilization report review of the lot 6013851 has been conducted and no deviations were identified. Based on this evidence, the reported infections are consistent with known medication-related reactions and are not attributed to the Neria Guard Corrective and Preventive Action (CAPA) determination: Based on the available information, no further investigation is required nor Corrective and Preventive Action (CAPA)plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts). Root Cause of Problem: N/A - This Complaint did not require escalation Corrective and Preventive Action (CAPA), therefore no further root cause investigation has been completed. Corrective Action as a result of the Investigation: N/A - This Complaint did not require escalation to Corrective and Preventive Action (CAPA), therefore no Corrective and Preventive Action (CAPA) plan is available. Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.